Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42, related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset and guided the caller through the process, which resolved the issue as the pump did not display the error code again, allowing the caller to successfully start their sensor session.